Manufacturer narrative:
(B)(4). Date sent: 12/1/2020. D4: batch # u5ae7p. Investigation summary: the analysis results found that the gst60b reload was received with the cartridge pan undamaged and fully attached. No reset mark is present and all drivers are present, and no staples remain in the reload. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. One photo was received. Upon visual inspection of one photo, the following was observed: the photo shows a staple line and some staples can be seen missing; however these missing staples did no cause fluid path. Based on the photos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Additional information received: the surgeon has used the ech60r product in roughly 20 cases. Procedure was a lap sleeve gastrectomy using a plee60a with gst60d & ech60r. During the procedure the surgeon noticed a couple missing staples. The surgeon didn¿t notice the missing staples in the patient or on the back table. He over sewed the area with vicryl and the methyl blue test was negative. The surgeon did not notice any staple formation issues and all the patients are doing well at this time.

Manufacturer narrative:
(B)(4). Batch #: unknown. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the customer indicates that there is a missing third row from a firing of a gold reload during a sleeve gastrectomy along the stomach. He performed a leak test that was negative and then imbricated the area of concern free hand with a 3-0 vicryl.